Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After a plain old balloon angioplasty (poba) was performed at the lesion, a 2.25 x 38 synergy¿ stent was advanced but had difficulty crossing the lesion. Two guidewires were advanced to aid in crossing and was engaged deeply. However, after several attempts, the stent struts got lifted. The procedure was completed with a 2.25 x 24mm synergy¿ stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The 2 most distal stent strut rows were damaged and lifted from the stent profile. The od (outer diameter) of the remaining undamaged section of the crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon profile cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion profile revealed no issues. A visual and microscopic examination of the tip identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After a plain old balloon angioplasty (poba) was performed at the lesion, a 2.25 x 38 synergy¿ stent was advanced but had difficulty crossing the lesion. Two guidewires were advanced to aid in crossing and was engaged deeply. However, after several attempts, the stent struts got lifted. The procedure was completed with a 2.25 x 24 mm synergy¿ stent. No patient complications were reported.